Event description:
Surgical tech noticed part of drill bit broke off in patient's left hip. Surgeon and x-ray verified that drill bit was in bone and encapsulated by bone. Drill bit from depuy total hip quickset instrument set. (B)(6).